Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the coating of the insertion part serpentine tube is peeled off 1 mm square or more. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for the repair and evaluation of the issue of angle defect. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the coating of the insertion part serpentine tube is peeled off 1 mm square or more. This medwatch is being submitted for the reportable issue of the insertion part serpentine tube coating peeled off 1 mm square or more that was observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.